Event description:
Information was received regarding a cadd solis hpca pump. It was reported the device gave a "cassette not attached properly" error message and the downstream occlusion sensor bad. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
Additional information received via email from customer on 09-nov-2021 and attached by smiths medical in complaint: the device was not in use with a patient. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Dso (downstream occlusion sensor) failed calibration. The dso was inoperable and it was replaced during repair. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.